Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine and morphine (concentration and dose withheld by the reporter) via an implanted pump. The indication for pump use was spinal pain. At the pump refill on (B)(6) 2016 they noticed some type of residual fluid or infected fluid between the patient and the pump or right on the surface of the pump. They were going to culture it. Additional information was received from the hcp on (B)(6) 2016 and it was reported that there was no issue with device, patient or procedure. When they went to pull out the old medication from the pump none came out, but there was a type of fluid on the needle and where the needle connected to the tube. The patient had no symptoms. They were not sure of the culture results yet. The only action/intervention taken was to send the fluid for c and s (culture and sensitivity). The cause of the fluid was not determined. On (B)(6) 2016 additional information received reported that per the healthcare provider basically there was trouble initially finding the patient's port so when they pulled the needle out to try again the fluid was on the tip of the needle as well as between the needle and where it connects to the tubing. After the healthcare provider cultured that they changed out the tubing and the needle altogether and opened a new kit. The healthcare provider was able to access the port and the old medication was pulled out, new medication was pulled in, and everything was fine. The healthcare provider had received a culture and sensitivity report back and nothing was grown so the healthcare provider was not sure exactly what it was. On (B)(6) 2016 additional information received indicated the device was explanted.

Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. Result and conclusion code are no longer applicable for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.